Event description:
It was reported that the patient received a blood glucose result of 90 mg/dl on the aviva system and she experienced hypoglycemia symptoms. The patient tested again on an unknown blood glucose monitor and the result was 70 mg/dl. The patient had symptoms of feeling shaky and she was unable to speak. The patient was unable to treat herself on multiple occasions where the device displayed a result higher than how she was feeling. She was treated with food and drink by a family member at home or someone at her work. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.